Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: 7159090. Batch/lot number: 7159090. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 33698572. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).